Event description:
Pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad during the index procedure. Pt asymptomatic/free of symptoms at 30 day and 6 month follow-up. Approx 7 months post index procedure, a balloon revascularization of the proximal lad was performed. Indication for revascularization was positive history or recurrent angina pectoris presumably related to target vessel. Investigator reports instent restenosis. Investigator states that event was related to study stent but not related to study procedures. Pt was asymptomatic/free of symptoms at 1 year and 1.5 year follow up. Approximately 19 months post index procedure, pt underwent a non-target vessel revascularization. Pt had one endeavor sprint rx stent implanted to the mid rca and one endeavor sprint stent implanted to the plsa. The pt is reported to have suffered a posterior mi on the same date. Investigator assessed that there was no relationship between the event and the study stent. Approx 22 months post index procedure investigator reports a revascularization of the mid lad was performed. Pt had one endeavor sprint stent implanted. Indication for revascularization was positive history or recurrent angina pectoris presumably related to target vessel. Investigator indicated that event was not related to the study stent. Pt was asymptomatic/free of symptoms at 2.5 year follow-up. (Ref MFR #961264201100011, and 9612164201100012).

Manufacturer narrative:
(B)(4). Eval, results: (mi).